Event description:
Customer called to report that the insulin pump has a partial display. Customer's blood glucose reading was 83 mg/dl. Advised discontinuation of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Unable to perform the displacement test due to missing segments. Pump received with bleeding display, broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.